Event description:
It was reported that loss of capture and diaphragmatic stimulation was observed while the device was performing the threshold test. As a result, the patient experienced a short episode of asystole and discomfort. No intervention has been performed at this time to resolve the event. The patient status was unknown.

Manufacturer narrative:
Correction: b5 and h6 sections.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that loss of pacing and diaphragmatic stimulation was observed while the device was performing the threshold test. As a result, the patient experienced a short episode of asystole and discomfort. No intervention has been performed at this time to resolve the event. The patient status was unknown.

Event description:
It was reported that loss of capture and diaphragmatic stimulation was observed while the device was performing the threshold test. As a result, the patient experienced a short episode of asystole and discomfort. Besides, new information received indicated that the issue seemed to stem from either the device itself or bad telemetry between the device and programmer. No intervention has been performed at this time to resolve the event. The patient status was unknown.